Event description:
It was reported that lead dislodgement was observed after the patient received a bear hug with twisting movement from a friend. The lead was explanted and replace when repositioning was unsuccessful. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.